Manufacturer narrative:
H.6: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially received, a corneal specialist reported sixty cases of corneal ulcers seen in extended wear contact lens users. Additional information received clarified that the reporting physician had seen approximately seventy cases of corneal ulcers over the past three years associated with extended wear contact lens use. Clinical outcomes seen amongst this group of patients included corneal scarring, corneal transplants, enucleations, and severe infections (including acanthamoeba, pseudomonas, fungal, and infectious keratitis). Contributing factors for some of these events were reported to be contact lens overwear, poor hygiene, and environmental factors (e.g., occupations such boat workers or agriculture workers). At this time, patient specific event information is not known. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The device history record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).